Event description:
The pt reportedly experienced sound quality issues with use of the device. Programming changes were made; but, the issue was not resolved. Testing showed that the device was functioning within normal limits. The pt was explanted and reimplanted with another advanced bionics cochlear device.